Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump down arrow button had to press couple times and alerts were lower not as loud. Customer stated the insulin pump had failed battery alarm, rainbow look on screen sometimes, customer could not read screen, sometimes back light was dimmer, motor was slower during rewind and date lost couple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.